Manufacturer narrative:
Date sent to the FDA: 05/27/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the old mesh had bunched in a ball medially and through the deep inguinal ring and it densely adhered to the spermatic cord, the ilioinguinal nerve and part of the epiploic fact of the colon. He successfully free the spermatic cord off the mesh but had to sacrifice the ilioinguinal nerve that was encased and entrapped by the mesh that had folded multiple times upon itself. He removed the mesh. It was reported that the patient experienced inflammation, bowel issues, severe inguinal and testicular pain, neuralgia and compression neuropathy of left ilioinguinal nerve. No additional information is provided.